Manufacturer narrative:
Device is an instrument and is not implanted or explanted. (B)(6). Manufacturing investigation evaluation: the cervical distractor exhibits some post production/acceptance wear and tear. The translatory strut has broken away from the joint that holds the tube. Additionally, the fracture is corroded. The manufacturing evaluation shows that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were found during the investigation. The instrument is approximately 3 and 1/2 years old and appears to have been used frequently during its lifetime. Both corners of the cutting edges are damaged post production (more than likely through a fall or an unintended use). The cutting edge itself is sharp. No manufacturing issues were found during the investigation. The likely root cause was a handling error. Device history record review: manufacturing date: november 26, 2012. Review of the device history record showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications confirms that the material, components, and final product met inspection records and acceptance criteria. All (B)(4) parts of the lot were checked 100% for ctq features and for function at final inspections at supplier and in (B)(4). No non-conformance reports were generated during production. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a device was found to be blunt and dull during a routine inspection of instruments. No reported patient or surgical involvement. Update: the investigation of the returned product, which was completed on (B)(6) 2016, showed that the device was in fact broken. A re-assessment of the complaint was conducted and found to be reportable based upon this new information. This report is 1 of 1 for com-(B)(4).